Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the patient¿s pd therapy utilizing the liberty select cycler and the patient¿s event of iipv and/or overfill. There were no reported signs or symptoms requiring medical intervention as a direct cause of the overfill event(s) during treatment. However, the available treatment data for (B)(6) 2020 does indicate the liberty select cycler permitted the patient to bypass into an overfill situation. Although the patient changed dialysis modality and transitioned to hd shortly after the event on (B)(6) 2020, the reason for the change was not clearly provided. The patient¿s pd catheter (not a fresenius product) was found to be malpositioned and required replacement surgery. It is unknown if that pd catheter issue contributed to any of the patient event(s). The liberty select cycler was retained by the patient, as they were told by a pdrn the device was fine; therefore, the patient still possesses the liberty select cycler for use after they heal from pd catheter surgery. Based on the available information and the inability to verify the treatment data, no available discharge summary and no manufacturer evaluation of the suspect device (not returned), there is insufficient evidence to disassociate the liberty select cycler from the events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having patient line is blocked alarms. The peritoneal dialysis nurse (pdrn) originally attributed the cause of the alarms to be the liberty select cycler as the patient was able to drain manually after changing positions. A review of the treatment data from 02/25/2020, revealed the patient discontinued treatment following drain cycle 2 of 4. While the precise reason the patient discontinued their continuous cyclic peritoneal dialysis (ccpd) therapy is unknown, the treatment data indicates the patient was able to bypass drain cycle 1 after draining only 135 ml, which allowed 1866 ml of fluid to remain within the patient¿s abdomen. The 70% drain criteria (1401 ml) was not met. The patient is required to drain 70% of the prescribed fill volume prior to beginning the next fill; however, the patient was able to advance to fill cycle 2, thus introducing an additional 2002 ml into their abdomen for a total volume of 3868 ml. This fill, at 193%, exceeded the 150% overfill check. The patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. During follow-up, the patient stated they began undergoing hemodialysis (hd) shortly after (B)(6) 2020, three days a week, without issue. On approximately (B)(6) 2020, the patient underwent radiological studies which found the tip of the patient¿s pd catheter (not a fresenius product), tipped upward instead of down. On (B)(6) 2020, the patient successfully underwent surgery to replace their pd catheter and is recovering well. The patient¿s surgeon ordered the patient to remain on hd for an additional 1-2 weeks to allow for proper healing. The patient retained their liberty select cycler and will be utilizing it once they resume pd therapy. The patient stated that the pdrn told them their liberty select cycler was fine. Further follow-up with the pdrn confirmed the information obtained from the patient; however, additional information such as treatment records, discharge summary, and past medical history pertaining to the reported overfill were requested but to date not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.